Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. It was noted that the lead had dislodged. As such, the lead was repositioned.